Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.however, the customer mentioned that they replaced the turbine and the alarm ceased. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator has circuit occlusion when powered on. The customer confirmed that there was no patient involvement associated with the reported event.